Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end users husband states when he wife pushes forward on the joystick, the chair will veer to the right and left. He states she is barely pressing forward and the chair is only on setting two. Inquiring on issue. He states a technician came out to his home and informed him on of the motors are starting to go bad and he wants to confirm.